Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. We are unable to confirm or determine the root cause of the reported bent cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android omnipod software app version: 3.1.6 operating system: ap3a.240905.015.a2.g996usqsjhzaa hardware: sm-g996u cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient sought medical attention on (B)(6) 2026 for hyperglycemia. The patient's blood glucose levels rose to over 500 mg/dl while wearing the pod between 24 and 36 hours. When removed from the infusion site (abdomen), the pod's cannula was found bent. Reported symptoms included tiredness, thirst, and presence of ketones. The patient was treated with insulin administered by injection. The patient was discharged the same day, after 3 hours.